Manufacturer narrative:
The device was not returned to zoll medical corporation. Instead the suspect smart pneumatic module was returned. The customer's report was not replicated or confirmed. The customer received a replacement smart pneumatic module. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed a "runtime calibration failure: 1051" error message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The complainant was contacted for return of the device. The device has not been returned to zoll for evaluation.